Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The surgeon reported that the patient was walking and suddenly felt his leg go shorter. The surgeon further reported that x-rays showed that the alumina head had fractured into two pieces. Revision surgery is scheduled for (B)(6) 2015.

Manufacturer narrative:
An event regarding crack/fracture involving a ceramic head was reported. The event was confirmed. Method and results: device evaluation and results: visual inspection:: there were three large fragments, and fourteen small fragments returned. The three large fragments were arbitrarily labeled a, b, and c. These fragments comprised approximately 80% of the original femoral head. Nothing could be learned about the primary fracture surface or fracture origin from this evaluation because the edges of the fracture surfaces were too damaged by secondary chipping. The fragments showed a generally longitudinal fracture pattern. This type of pattern is created by hoop stress through the wedge effect of the stem trunnion. Due to an intentional bias in the taper dimensions, the contact pattern characteristic of normal head/neck assembly is a continuous ring of stem metal transfer located near the proximal end (bottom) of the tapered surface. The three large fragments were examined for evidence of this metal transfer ring. This typical metal transfer ring was not seen on all the machined tapered surfaces of the samples examined. If there was a discontinuous metal transfer pattern, upon loading, a discontinuous contact pattern may indicate localized elevated stress levels within the alumina head, leading to breakage material analysis concluded: nothing could be learned of the alumina head fracture origin as all the primary fracture surfaces suffered post-fracture damage obscuring the fracture origin. The typical continuous metal transfer ring was not evident on all of the machined tapered surfaces of the returned fragments. If there was a discontinuous metal transfer pattern, upon loading, a discontinuous contact pattern may indicate localized elevated stress levels within the alumina head, leading to breakage. No materials or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: not performed as there were no medical records provided for review by a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including pre and post operative reports, x-rays and patient notes are needed to fully investigate the event. If further relevant information becomes available, this investigation will be re-opened.

Event description:
Update: the mhra ai report indicated that the patient has a routine total hip replacement on (B)(6) 2015 - exeter v40 stem, cup with polyethelene liner, ceramic head on stem. No post operative problems. The patient was walking in street on (B)(6) 2015 when he suddenly felt something go in his hip and his leg got shorter. Present to surgeon 3 weeks later and admitted for revision. The femoral head was in multiple bits. Stem, head and liner all revised as head fragments had damaged stem and liner.